Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6 and h11. Corrected fields: h6 medical device problem code. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress from use, external factors, or handling that has damaged the image sensor unit (such as broken wires) or caused a failure in the mounted components on the circuit board (such as ic chips or capacitors). The event can be detected/prevented by following the instructions for use which state: instructions colonovideoscope olympus cf-ez1500dl/I operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information please read before use-precautions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited error e217. The issue occurred before sedation of a diagnostic colonoscopy that was completed with a backup device. There were no reports of patient harm.